Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner edges are really sharp and have caused their upper lip and tongue to be cut, inflamed and swollen. They have filed the aligners 3 separate times to smooth the edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.